Event description:
It was reported that the physician was concerned regarding the inaccuracy of this device battery. The device had triggered elective replacement indicator (eri) due to charge time exceeding 15 seconds, however the number of the remaining years was not accurate. The device remains implanted to date with an upgrade procedure planned next month. No adverse patient effects were reported.